Event description:
Information was received from the physician that the surgery was for patient comfort.

Event description:
Clinic notes were received indicating that a patient had been referred for prophylactic generator replacement. Communication was later received from the patient indicating that they were experiencing painful stimulation and that they wanted to talk to their surgeon regarding a potential lead revision. Information was later received that per the surgeons office the patient"s diagnostics were normal. An implant card was received indicating that the patient underwent prophylactic generator replacement as well as a lead revision. Explanted products have not been received to date. No additional relevant information has been received to date.